Event description:
It was reported that the patient's pump broke after it was removed from the pocket. 603776164. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).